Manufacturer narrative:
Batch reviews performed on 21 april 2017. Lot 163455: (B)(4) items manufactured and released on 12 september 2016. Expiration date: 2021-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot hav ebeen already sold without any similar reported event. Versafit cup flat pe hc liner ø 36 / e, code 01.26.3644hct, lot. 164468 (k120531) (B)(4) items manufactured and released on 28 september 2016. Expiration date: 2021-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection to right hip. Infection is confirmed. The patient received a washout and head and liner change.